Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with five ecr60w cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bypass procedure, during the closure of the jejunojejunostomy anastomosis, the surgeon had to staple three times with three different white reloads due to the staple line was malformed. On the right side, the staple line was open and closed properly on the other side. Then he decided to open a new stapler with the same white reload lot number. The same problem occurred again. With this new stapler, the surgeon reopened a new white reload lot number and the firing was finally ok. No patient consequence reported.